Event description:
It was reported that an intraoperative dissection occurred. The dissection extended from the right iliac artery to the ascending aorta. Despite surgical correction and replacement of the ascending aorta, the pt expired in tabula. Autopsy confirmed the dissection.